Event description:
On (B)(6), 2009 we received a complaint from a patient claiming a resmed quattro mask left a scar on the bridge of her nose.

Manufacturer narrative:
The mask was not returned to resmed and is not alleged to have been faulty. The event occurred in (B)(6) 2007 however, the patient did not make resmed aware until (B)(6) 2009. Due to the length of time since the event, resmed has requested more information from the patient.